Event description:
Event description guidant received information that this flextend lead was an attemtped implant due to a possible perforation of the ventricle. The rep states that the tissue was too fragile for the use of this lead. A new lead was implanted.